Manufacturer narrative:
The device analysis report is attached. This report is submitted on november 20, 2020.

Manufacturer narrative:
This report is submitted on 29 september 2020.

Event description:
It was reported the patient experienced infection at implant site and as a result was hospitalised for a duration of 25 days and treated with IV antibiotics. The issue could not be resolved resulting in explant of the device (date not reported).